Manufacturer narrative:
Method: device history record review, medical review. Results: no root cause analysis required since reporting personnel determined the cause of the complaint; end user error due to loading technique error. There were no documented issues and concerns with the manufacturing and inspection processes that may impact product quality. Per medical review: reportedly, the technician had experienced some difficulties with the plunger ("too tight") during loading and requested a new cartridge. Upon re-loading the same lens, the lens split in half after insertion. Incision was enlarged for lens removal and another iol of same model and diopter was successfully implanted. According to the report, by a nurse, dated on (B)(6) 2016 the cause of the event was user error (loading technique). No reported postoperative sequelae. (B)(4).

Manufacturer narrative:
Diopter: +22.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). A lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found one whole haptic is torn off and missing along with piece of optic and other haptic. Lens was returned in liquid. There was evidence of clear surgical residue on product. Based on the complaint information, work order search and the evaluation of the returned product, it was determined that the root cause of this event was due to user error. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a +22.00 diopter collamer single piece lens in the patient's left eye. The lens was loaded by the scrub tech, the plunger on the injector felt tight. A new cartridge was requested and the lens was reloaded. As the surgeon inserted the lens into the eye, the lens shaved in half. The incision was enlarged to remove the lens and was replaced with another same model and diopter lens. No suture was required. There was no patient injury. Cause of this incident was loading technique.